Manufacturer narrative:
Concomitant medical product: 10ml bd syringe ref 306572, lot number 6068579, exp 2019-02, 0.9% nacl. The customer¿s report of a leak at the connection between a posiflush syringe and a maxzero valve while flushing the valve was not confirmed. Microscopic inspection of the maxzero valve and posiflush syringe tip did not reveal any cracks or indications of a leak source. Functional testing resulted in no leaking. The root cause was not identified.

Manufacturer narrative:
(B)(4), lot: 16118073 is 10885403230196. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when flushing the maxzero on the PICC line using a posiflush syringe, fluid leaks from the connection between the posiflush syringe and the maxzero. The customer stated he flushes his wife's PICC at home and this has occurred "almost" daily for the past couple of months. There was no report of patient harm.

Manufacturer narrative:
(B)(4).